Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event error code e237 (scope error or scope overcurrent detection error) was attributed to a component failure. A foreign object was found on the jet tube; however, a definitive root cause for its occurrence could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign object on jet tube and error code e237 (scope error or scope overcurrent detection error). There was no patient involvement.